Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. No openings or issues related to rupture device were observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of migration, and fluid discharge are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration, and fluid discharge.

Event description:
Healthcare professional reported a right side "implant rupture. Exam consistent with rupture of the implant of the right breast. There is a small open wound to the left inferior border of the areola", "there is clear drainage noted. Circumferential tissue is mildly hyperemic although not indurated", "there does appear to be asymmetry, especially in the lower pole of the breast and this appears to be fluctuant in nature, likely indicative of silicone leakage". Device has been explanted and replaced.